Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when opening the cap, the elastomer of the small volume folfusor rotated. This was observed during preparation of the product. There was no patient injury or medical intervention associated with this event. No additional infomration is avaialble.

Manufacturer narrative:
H4: device manufactured between july 6, 2021to july 7, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.